Event description:
The patient saw an 8476 code on the ptm (personal therapy manager) and did not notice the pump alarming. The pump was interrogated and the event logs showed a pump motor stall on (B)(6) 2015 at 00:12 with a stopped pump period may exceed tube set message on (B)(6) 2015 at 00:12; there was no motor stall recovery noted in the logs. The pump was interrogated again and the stall was still active. The patient¿s back had been hurting and she had been sick for the past few days; per the reporter, the patient was likely going through withdrawal. Per the manufacturer¿s device registration system, the pump was replaced. The device system was delivering dilaudid. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was unknown by this reporter if there was more than one motor stall noted in the event logs. The cause of the motor stall was unknown. The patient did not have an MRI. The patient recovered without permanent impairment following the pump replacement.

Manufacturer narrative:
Concomitant medical products:: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).